Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the orange sensor cable. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on an ami (acute myocardial infarction) patient and then suddenly an ¿iab optical sensor failure¿ alarm was generated. Upon initiation of therapy the arterial pressure could not be measured. The iab pump (iabp) was replaced, but the alarm continued. The iab was replaced to continue therapy. A competitor's sheath was used during therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on an ami (acute myocardial infarction) patient and then suddenly an ¿iab optical sensor failure¿ alarm was generated. Upon initiation of therapy the arterial pressure could not be measured. The iab pump (iabp) was replaced, but the alarm continued. The iab was replaced to continue therapy. A competitor's sheath was used during therapy. There was no reported injury to the patient.